Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohm. It was noted that the ra lead is subsequently exhibiting noise which is being oversensed. There were signal artifact monitor (sam) episodes from the same day as the out of range pace impedance measurement with associated ra ring impedance greater than 3000 ohms. The sam episodes resulted in the minute ventilation (mv) sensor being automatically disabled by the device. Boston scientific technical services (ts) stated that it appears the ra lead ring electrode is fractured. Ts indicated there is no way to program the ra lead to a unipolar pacing and sensing configuration and stated the options at this point are to revise the ra lead or program the device to a ventricular-only pace and sense mode. The boston scientific field representative indicated they will discuss the issue with the physician. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead was subsequently explanted and replaced. The ra lead was also noted to have exhibited high pacing thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohm. It was noted that the ra lead is subsequently exhibiting noise which is being oversensed. There were signal artifact monitor (sam) episodes from the same day as the out of range pace impedance measurement with associated ra ring impedance greater than 3000 ohms. The sam episodes resulted in the minute ventilation (mv) sensor being automatically disabled by the device. Boston scientific technical services (ts) stated that it appears the ra lead ring electrode is fractured. Ts indicated there is no way to program the ra lead to a unipolar pacing and sensing configuration and stated the options at this point are to revise the ra lead or program the device to a ventricular-only pace and sense mode. The boston scientific field representative indicated they will discuss the issue with the physician. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.